Event description:
It was reported the injex anchor was sliding on the vectris lead. It was reported the product was not implantable and was still in use at the time of report, and the device was not replaced. It was noted the event occurred during post-op. It was reported there was an anchor issue of insertion retention. It was noted there was no diagnostic testing or troubleshooting required, the product issue was not resolved and the cause was unknown. It was logged the doctor used the injex to secure vectris trial lead. It was reported they waited 10-15 seconds after deploying it and tugged on it and he was able to pull it down the lead. It was noted the patient status at the time of the report was alive with no injury. Additional information received reported the patient was in the midst of her trial and everything was going well. It was noted the product would be returned after her lead pull the week of report. Additional information received reported the injex was used to secure trial lead, the physician waited 15 seconds after deploying the anchor and tugged on it and it was loose. It was noted the patient status after the device was removed was "recovered without sequela".

Manufacturer narrative:
Analysis of the anchors 97791 found no anomalies. Analysis of the trial lead 977d260 and anchor 97791 found from a function test that there were no shorts (dry), with values ranging from 83.8 to 90.5 ohms. It was logged that the anchor pli 30 was 21.5 cm from the distal tip of the trial lead and the lead length was 60cm. It was noted there was foreign material on the lead body, and a cosmetic cut in the outer insulation. Analysis on the other anchor 97791 and trial lead 977d260 found the lead length to be 60cm. A function test again found no shorts and had results ranging from 87.3 to 95.5 ohms. It was noted there was foreign material on the lead body and the injex anchor was 21.4 cm from the distal tip.

Manufacturer narrative:
Concomitant products: product ID 97791, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type accessory; product ID 977d260, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type screening device; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID 977d260, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type screening device; product ID 97791, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type accessory. (B)(4).